Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up, abnormal shutdowns) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was due to an electrical short on the jtag table board. The root cause of the shorted jtag board cannot be positively identified. No adverse events occurred from the defective monitor. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred from the defective battery.

Event description:
A us distributor reported that a patient's monitor will not power up.